Event description:
It was reported that the patients stimulation coverage had diminished. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) of 2021.